Event description:
It was reported via medwatch "the cardiologist inserted the balloon pump, the balloon would not inflate all the way. Needed to use a different balloon without issue". No additional information surrounding this event is available.

Manufacturer narrative:
(B)(4). Medwatch report (B)(4).

Manufacturer narrative:
Qn# (B)(4). The h10 field has been corrected and now properly shows. Uf/importer report#: (B)(4). The reported complaint for iab "balloon would not inflate all the way" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported via medwatch "the cardiologist inserted the balloon pump, the balloon would not inflate all the way. Needed to use a different balloon without issue". No additional information surrounding this event is available.